Event description:
Reporter indicated that vns pt has lost 40 lbs since implant and that over the past few months, the pt began to have many seizures to the point where they were occurring every ten minutes or so. The pt was limited to bed rest during this time and reported that their "legs were not working." Medication changes were made (discontinuation of benzos and addition of an anti-depressant) after which, the pt had been seizure-free for at least 16 days. It was also reported that activation of magnet mode stimulation was successful in aborting the pt's seizures, but that magnet mode stimulation was painful for the pt.